Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the light source had a scope communication error (error code b30). There were no reports of patient harm.

Event description:
The issue was found during preparation for an unknown procedure.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: b5, h3, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. Based on the results of the investigation, inspection and testing was unable to confirm the code error b30; therefore, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.